Event description:
It was reported that the inflatable penile prosthesis (ipp) device was not functioning anymore. All components were explanted and replaced. The patient remains stable after the procedure.